Manufacturer narrative:
Upon product receipt, visual inspection was performed. The severed coil was not returned. Based on very limited information, the evidence suggests that the coil encountered interference which buckled the device positioning unit (dpu). During removal, the coil most likely became anchored which resulted in the severing of the coil from the soldered section. The source and location of this interference and where the coil became anchored cannot be determined due to a lack of information in the event description. In addition, without the return of the coil and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event.

Event description:
Note: due to lack of information in the original report submitted, it was not believed to be reportable. After careful review, it was decided upon that the complaint is deemed reportable. Per received report: cashmere coil detached prematurely. No additional information was provided. Additional information received on (B)(6) 2011 indicated that the coil was fully retrieved outside the body and no pt injury occurred.